Event description:
Customer reported device = "hi" and twenty one minutes later, lab = 236 mg/dl. Seventeen minutes later, device = "hi" and lab = 217 mg/dl. Customer was unsure which device gave results and was unsure if the issue had to be with the device operator. No treatment was administered. Controls were in range, however no values were provided. A request for return product was made, however replacement was declined. No product is being returned for eval.